Manufacturer narrative:
Evaluation results: one cadd solis vip pump (2120) was received for investigation in good condition. The customer reported product problem was not evidenced in the event log. The investigator determined that the customer's reported problem was verified. The pump was found to be displaying "a4f0" which refers to an error code "42224" alarm message for ui cmd interval timeout. This error is produced when the mpu board malfunctions. The investigator replaced the mpu.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave "error 42224". No adverse effects were reported.